Manufacturer narrative:
(B)(4). Date of event: the exact date of the event was not provided; the reporter stated the abdominal pain, which was a manifestation of the peritonitis, began on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and unspecified inflammation. The patient visited the emergency room for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis event. Extraneal therapy was ongoing. No additional information is available.